Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump was alarming for a lost sensor. The blood glucose reading was 39 mg/dl. The customer treated with juice. The customer was not wearing a sensor and was advised to turn the sensor feature off. The insulin pump passed the self test.